Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. An attempt was then made to advance an unspecified 2.5x33 xience stent system over a non-abbott wire, but the xience was unable to advance over this wire. With the use of a 3.0x15 unspecified trek balloon (inflated in the osteal proximal diagonal as an anchor), a 6 fr guideliner and the sheath were further advanced into the vessel. Another attempt was then made to cross the 2nd diagonal with the xience stent, but it was unable to cross the osteal proximal area of the 2nd diagonal. Additional pre-dilatation was performed using an unspecified 2.5x20 trek balloon. Prior to delivering the xience stent, angiogram still showed evidence of perforation in the proximal 2nd diagonal artery. The patient hypotension progressively worsened, requiring repeat doses of phenylephrine, dopamine (10mcg/min), and increased norepinephrine. The 6fr guideliner was replaced with a 7fr guideliner then a 2.8x19 rx graftmaster covered stent was advanced over a non-abbott guide wire to the perforation and was implanted with a maximum deployment pressure of 15 to 16 atm and the perforation was sealed. Another 2.5x33 unspecified xience drug-eluting stent was then deployed in the 70% stenosed, severely calcified mid lad, with its distal edge overlapping the proximal graftmaster stent. Spontaneous loss of coronary flow likely related to thrombolic occlusion of the deployed stents was then noted after implantation. The patient experienced recurrent ventricular fibrillation, loss of pulse, and cardiac standstill. The mid lad was accessed and some thrombus was aspirated but flow was not restored. Despite prolonged cardiopulmonary resuscitation, administration of epinephrine, defibrillation, and intubation, the patient maintained cardiopulmonary arrest and expired due to the following: the coronary occlusion contributed to hemodynamic collapse in the context of pre-existing severe aortic valve stenosis and ischemic valvular cardiomyopathy. No additional information was provided. Guide cath: 6fr guideliner, guide wire: csi viper, stent: 2.8x19 rx graftmaster. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Thrombosis, ventricular arrhythmias and death are listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The asahi fielder ptca guide wire referenced in b5 and the 2.8x9 rx graftmaster referenced are being filed under separate manufacturing reports.

Event description:
It was reported that in order to achieve optimal access for atherectomy of the target vessels, an unspecified 1.5x12 otw balloon was advanced to the diagonal artery (as a conduit), and a non-abbott guide wire, a fielder hydrophilic tip low support wire, and another non-abbott wire were positioned via common femoral access. Orbital atherectomy was then performed in mid left anterior descending (lad) coronary artery to the tortuous 80%-90% severely stenosed osteal to proximal 2nd diagonal coronary artery. The patient experienced significant hypotension. An angiogram showed a possible dissection and a wire perforation in the proximal to mid 2nd diagonal coronary artery. Protamine (50mg) medication was then administered to reverse heparinization (due to bleeding/hypotension). Dilatation of the distal 2nd diagonal was performed using the 1.5x12 otw balloon. Repeat angiogram showed no evidence of residual perforation in the distal 2nd diagonal, however, the flow limiting dissection in the diagonal reportedly potentially contributed to the compromised hemodynamic status and the patient showed evidence of st elevation on echocardiogram.